Manufacturer narrative:
Patient weight was unavailable. No parts have been replaced or returned to the manufacturer.

Event description:
A medtronic representative reported that during a navigated spinal fusion procedure, a screw was minimally misaligned. It is not known if a revision was performed.

Manufacturer narrative:
Additional information: a medtronic representative reported that the patient returned the next day and had two screws removed. A medtronic representative reported that the site has not requested or approved a site visit on this issue which occurred several months ago. The rep has visited the site for unrelated issues over the last couple months and reported that the issue is currently unproducible. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated and the site declined a system checkout.